Event description:
(B)(4) - no serious injury alleged. Malfunction alleged. Per consumer, her scooter randomly turns on and off, and the lights on the tiller which indicate whether or not if it's on or not, turn on and off. She further states that when she is going up inclines, it turns off. MDR filed.